Event description:
It was reported that the measured impedance of the electrodes was high or out of range. No patient signs or symptoms were reported, therefore no intervention was performed. The outcome was reported as "ongoing with no further action needed."

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-56, lot# v134945, implanted: (B)(6) 2008, product type lead; product ID 3487a-56, lot# v134945, implanted: (B)(6) 2008, product type lead; product ID 3487a-56, lot# v123054, implanted: (B)(6) 2008, product type lead; product ID 3487a-56, lot# v134945, implanted: (B)(6) 2008,: product type lead. (B)(4).